Event description:
Nurse reported reservoir volume discrepancy, at recent reservoir refill. The drug volume aspirated from the reservoir was less than expected. The programmer-displayed expected reservoir volume (erv) = 12.5ml, and the actual reservoir volume (arv) = 7ml. No patient symptoms were reported. Nurse discussed verifying details associated with last refill, and programming sessions, as well as further device troubleshooting. Additional information has been requested from the hcp and a follow up report will be sent when information is received.